Event description:
It was reported that prior to using the system to perform any tasks for a da vinci si sacrocolpopexy procedure, the surgeon experienced non-recoverable system error code 297. The surgeon made the decision to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that the issue experienced by the customer was associated with the system illuminator. The illuminator provides the light which is transported to the system endoscope and projected onto the surgical site. The system was repaired by replacing the affected illuminator. System error code 297 appears when the system detects that an electronic component was reporting an incorrect configuration. Upon determining this condition, the system records the fault and transitions to a safe state. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. As of july 26, 2012, there have been no reported recurrences of the issue at this hospital.